Manufacturer narrative:
One device was returned for analysis. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to the downstream occlusion (dso) sensor. As a result, the dso sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 4598425407003. There was no patient involvement and no patient injury was reported.